Event description:
It was reported that the ventilator was giving inaccurate readings and alarming. No other details were provided at this time. No patient injury or adverse effects were reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device presented all small knobs are cracked, front panel is bent, battery cover is cracked, and bottom case is sticking out of top case. The customer stated problem was duplicated. Re-set peep (positive end expiratory pressure). Replaced small knobs, front panel, battery cover, and case label kit. Replace faulty electrical chassis. The cause of the reported problem could not be determined. A DHR (device history review) review was not conducted, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: d5: correction: operator of the device: unknown. E4: correction: customer reported to FDA: no information.